Event description:
Information was received that device syringe plunger not in place. No adverse effects reported. Additional information was received on 06-july-2020 indicating that there was no patient involvement. The product problem was observed during preventative maintenance.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Plunger not in place alarm was noted in the alarm in the event history log. Upon start up, the reported customer complaint has been confirmed. Plunger pcb was replaced to resolve the issue. The problem source has been determine to be unknown.

Event description:
Information was received that device syringe plunger not in place. No adverse effects reported.